Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported the patient has been doing some twisting, stretching and now has a bruise below their implant. It was noted that impedances are normal.there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a consumer and a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient originally reached out to the rep in february for reprogramming. The patient had last seen another rep and reprogramming was providing pain relief, but the rep had to amend programming from a failed programming from a different rep where they maxed out all the settings. The rep stated the patient seemed happy with the programming in february. The patient later stated the rep did not know how to program the unit and could not resolve the issue and referred the patient to their healthcare provider (hcp). The patient but reached out to the same rep again on march 7 about pain and bruising at the ins site. The patient was instructed by the rep to call their hcp if they need to have their device looked at and considered for replacement or pocket revision. The hcp noted that site of ins was tender on day of pre-operative consult. The rep attempted to interrogate the old ins, however the patient had allowed device to discharge and I was unable to interrogate. On the day of the surgery the rep also was able to interrogate old device and all electrode impedance values were within normal range. The ins was replaced, but the leads were forwarded as replacement leads might not have went exactly where the old leads were. No further complications were reported or are anticipated. Additional information was received from a manufacturer representative (rep). It was clarified that the rep had become aware of the patient's pain and bruising at the ins site on march 7 and reported the event on march 9. The rep instructed the patient to reach out to an hcp regarding the event. The patient asked the rep for hcp recommendations near them. The patient had an appointment with the recommended hcp on june 12. The rep was notified by the hcp on june 12 that they planned on replacing the ins. The device was replaced on june 23. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient¿s weight on day of surgery is unknown. Considering the device itself was not malfunctioning (connections green, impedance values within normal range), the device was disposed of at the facility following the procedure. Patient consented to replacement procedure due to pain at ins site and limited programming options from old device. Thus, when hcp performed ins replacement, he moved device to different area to resolve pain at ins site. No further complications were reported.